Event description:
As reported by the edwards european affiliate, during a follow up visit approximately 2 years and 3 months post implant of a sapien xt valve, stenosis of the aortic valve was diagnosed (gradient across the valve and dyspnea). Angio and echo revealed the 3 leaflets were no longer moving. A conventional operation was suggested but the patient refused. It was decided to implant a corevalve as the distance to the coronaries was short and to avoid a coronary occlusion due to overlapping leaflets. Also, a new type of vale was chosen after the edwards valve re-stenosed so quickly. The corevalve was placed a bit too ventricular and did expand properly; therefore the valve was re-dilated. During re-dilation the balloon pushed the thrombotic material into the coronary ostia and the right coronary became 100% occluded. It was not possible to open the coronaries with a catheter; therefore the patient underwent a conventional magnaease. Per report, during the operation, it could clearly be seen that thrombotic material was on the sapien xt leaflets which caused the stenosis. The patient was noted to be ¿doing ok¿.

Manufacturer narrative:
Cine and echo images were submitted to edwards for review. The following observations/impressions were made: (cine (B)(6) 2012): the patient had severe, bulky aortic valve calcification, severe aortic root calcification, no porcelain aorta, and no mitral annular calcification (mac). The valve was positioned and deployed 60:40 aortic/ventricular. The aortic root angiogram demonstrated no significant ar. (Cine (B)(6) 2014); the cine demonstrated a well positioned xt valve without evidence or ar. There was also no evidence of frame deformation. (Cine (B)(6) 2014): the cine showed no deformation of frame and a valve with circular appearance. (Cine (B)(6) 2014): the cine showed no root aortogram and no images of the deployment of the corevalve. The reported stenosis and non-functioning leaflets were unable to be confirmed on the images provided. Impressions: the images demonstrated a well positioned and deployed xt valve (B)(6) 2012 without evidence of significant ar. On cines from (B)(6), the xt valve remained well positioned without evidence of frame deformation. Root aortograms were not repeated to assess regurgitation. Xt leaflets could not be accurately depicted in cine. No echo was provided. The corevalve valve in valve was accomplished without incident. There was no evidence of valve thrombosis based on these cines. In this case, the reported stenosis and non-functioning leaflets were unable to be confirmed on the images provided; therefore, the exact cause of the valve thrombosis remains unknown.

Manufacturer narrative:
Per the instructions for use (IFU), valvular thrombosis and embolization of air, calcification or thrombus are potential adverse events associated with transcatheter aortic valve replacement and bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. According to the mayo clinic, some causes for thromboembolism include advanced age, atherosclerosis, cancer, previous mi, heart failure, dm, htn, a sedentary lifestyle, certain medications, and smoking. In this case, the exact cause of the valve thrombosis is unknown, however, the patient¿s multiple co-morbidities and advanced age could have contributed to the event. Per report, the thrombi on the valve caused the fusion of the valve leaflets and the subsequent stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.